Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a failed sensor on (B)(6) 2014. Patient's mother stated that while patient was in the hospital, patient's personal bg meter and hospital bg meter were not displaying matching values, and both meters were calibrated against dexcom cgm.

Manufacturer narrative:
(B)(4).